Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device had non-olympus aging lamps installed and needed replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the lamp b is dim, lamp a is darker than lamp b on the video system. Both main lamp and spare lamp do not ignite. The issue was found during preparation for use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿lamp a and b are dark¿ occurred due to aging deterioration of a non-olympus lamp. A root cause could not be identified. Olympus will continue to monitor field performance for this device.